Event description:
It was reported that the user removed the ilet pump to perform work and, upon reattaching it, observed only three connectivity bars and a signal loss alert between the dexcom g7 cgm and the ilet, while the cgm itself continued to provide readings. Symptoms included no changes in blood glucose. Outcomes included no clinical impact. Investigation included troubleshooting and user education explaining that physical separation from the pump caused temporary loss of the cgm-to-pump signal. Investigation of this case revealed that the device functioned as designed and that the signal loss resulted from distance or obstruction between the transmitter and the pump rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user proximity and environment were the likely cause.